Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump themselves, and the malfunction did not recur. Technical support advised the customer to continue using the pump and to call back if the malfunction code reappears; the caller understood these instructions.